Event description:
The customer reported a smell from the unit. The customer reported seeing a misting around the unit. The customer stated that there were no human reactions reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Other, oil mist. Capital equipment, unit evaluated at the facility. The fse performed preventative maintenance that included upgrading the unit to the current configuration of filter. He ran an empty cycle with no issue. The system met manufacturer specifications.